Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The vacuum pump was returned to the instrument service center. Visual inspection did not find any shipping damage. Functional testing was attempted but the pump would not power on. The part failed testing. The reported event was confirmed.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering visited the customer address the reported event. During servicing, fse reviewed chromatograms and was able to reproduce fluctuating retention times (rts) with an rt of 0.65 minutes. Fse replaced the vacuum pump and then reran chromatograms but there was no change noted. Fse then changed the flow rate (ff) from 1.19 ml/min to 1.08 ml/min without any improvements. Fse tried powering down the instrument and restarting and was observed fluctuating pressure values. Fse then replaced the main pump assembly and adjusted the ff to 1.02 ml/min. Fse also primed buffers, hemolysis wash, and performed a drain flush. Fse ran a patient sample to check the chromatograms and observed a rt of 0.60 minutes for the patient sample. Fse then ran precision, calibration, and quality controls (qc) with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 01-jul-2017 through aware date 01-aug-2018. There was one (1) similar complaint found during the searched period. The g8 operator's manual under chapter 1, introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer (B)(4) software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Chapter 6 troubleshooting indicates the following: remember that all abnormal chromatograms are not necessarily the result of abnormalities in the patient sample. Analyzer problems such as a malfunctioning pump or sampling unit, a column that should be replaced or reagents that are incorrectly placed or have been depleted can also cause abnormal chromatograms. In these cases, sequential chromatograms are usually all affected from the point that the problem began. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer (B)(4); variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The flow factor is generally 1.00 ml/min. The flow factor should only be adjusted +/- 0.05 of the default factory setting. The most probable cause of the elevated flow factor rate was due to pump pressure instability from a bad main pump assembly.

Event description:
A customer reported fluctuating sa1c retention times (rt) between 0.53-0.67 minutes while running the g8 instrument. The customer adjusted the flow factor (ff) from 1.35 ml/min to 1.15 ml/min. After stabilizing the ff, the customer ran quality control (qc) and whole blood samples and found the sa1c rt to be between 0.63-0.65 minutes. The column count was 1583 and the pressure was 9.2 mpa. Buffer 2 and 3 were recently replaced but the customer found that buffer 1 was running low and replaced it. The customer then adjusted the ff to 1.19 ml/min but the sa1c rt did not improve. The customer was concerned that the ff of 1.35ml/min was high and requested service. Field service engineering was dispatched to address the reported, which resulted in delay of reporting hga1c patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the main pump assembly was returned for evaluation. Functional testing was performed on the part by running whole blood samples. The resulting retention time was slow. The reported issue was duplicated. The part failed testing.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.